Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this this right ventricular (rv) lead this lead was repositioned twice due to poor pacing thresholds. On the second attempt to reposition there was an issue with the helix extending. When the rv lead pace impedance measurements were taken the values were higher than previously recorded. A new lead was thus used. This lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that a fracture of inner coil near is-1 terminal pin, while high pacing thresholds could not be confirmed. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.